Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, the exterior of the samples was inspected and did not find any evidence of a failure that would support the reported event. During the functional testing, using a lab syringe, the balloon was inflated with 10cc of water using the normal fill technique and the balloon inflated without difficulty in 11 seconds, and the inflation funnel did not balloon out during inflation. The balloon was then deflate and re-inflated again with the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following results were found during he dimensional evaluation: eye snip length 3/32¿. Eye snip width 1/32¿. Eye snip distance from distal cuff 15/32¿. Eye snip distance from proximal cuff 8/32¿. Rubberize thickness 8 thou. Reinforcement 147 thou inflation funnel thickness 51 thou. Balloon thickness (average) 19 thou. Inflation lumen coverage 9 thou. There was no indication that this product was out of specification; the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest the balloon would not inflate when infused with the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest the balloon would not inflate when infused with the water.